Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received (B) (4) - failure (event) observed during analysis. Final analysis found a defective integrated circuit, which caused electrogram anomalies and loss of sensing. After the integrated circuit was replaced, normal function ensued.

Event description:
This report is to advise of an event observed during analysis.